Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that device is not locking. It appears that one locking finger in chuck is stuck. There was no patient consequences reported. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 359.219, lot: 9350710, manufacturing site: hägendorf, release to warehouse date: march 25, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received titanium elastic nail (ten) inserter is in a very poor condition; there are numerous marks of very strong hammer blows all over the device. The marks are on the t-handle, the upper and lower side of the t-handle weld, at the bottom side of the head and at the blue plastic handle. Functional test: it is possible to turn the chuck cone, but the turning has no effect on the jaws in the chuck. The jaws do not move and stay in the lowest, full open position within the chuck. Thus, the complained malfunction of not locking can be confirmed. Drawing/specification review: the titanium/stainless steel elastic nail system surgical technique was reviewed. Related to this complaint, the following statements can be pointed out: advance the nail manually up to the fracture site, using oscillating movements or with gentle blows to the impaction surface of the inserter using the slotted part of the combined hammer. This step can be facilitated by using of the hammer guide for ten. Drive the first nail to the level of the fracture. Precautions: avoid hitting the t-piece of the inserter directly as this may result in damage to the inserter. Summary: the complaint is confirmed as the jaws of the chuck do not move anymore. The inserter was compared with an inserter available at the customer quality (cq) department and it was detected the chuck cone is not in the correct position on the cover part anymore. Due to this bigger distance, the internal mechanism of the jaws is not working anymore. The chuck cone is fixed with adhesive on the cover as described in the assembling guide. Afterwards, the exact root cause of loosening from the chuck cone cannot be defined. However, considering the overall condition of the inserter, is very likely that inappropriate handling with all the heavy impacts in all directions did lead to the loosening of the cone. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.